Event description:
It was reported that the wake button was sticking. Customer pressed the wake button multiple times and the wake button performed as intended, but customer alleged the wake button was still extremely difficult to press. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.